Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a starclose device after an interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the thumb advancer and it was unable to fully advance. The safety release button was depressed and the device was able to be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
H6: medical device problem code: 1494, patient selection. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The mechanical jam and difficult to remove could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the angle of insertion in relation to the tissue track caused the garage leaves to scrap against the flex guide causing the mechanical jam. The exposed vessel locator wings would contribute to the difficult to remove until the safety release was utilized. It should be noted the starclose instruction for use (IFU) states "do not deploy the clip in areas of calcified plaque." There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use states: do not deploy the clip in areas of calcified plaque. In this case, it is unlikely the IFU violation contributed to the issues. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 4012 was removed and 2983 was added.